Event description:
A report was received that a pt was experiencing discomfort due to the location of the pocket. The pt had previously been prescribed a lidoderm patch, but it did not help the pt's discomfort. The pt is expected to undergo a pocket revision procedure.